Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated for the peritonitis with gentamicin intraperitoneally and oral ceftazidime (dose and frequencies not reported). The patient recovered from the event of peritonitis, the effluent was clear and dianeal therapy was ongoing. No additional information is available.